Event description:
Three days ago, remote monitoring of the patient's ICD indicated "red alert"; in this case a sensing issue. Upon receiving the report, the nurse in the device clinic, called the patient and advised him to report to the hospital ed via ambulance. The patient reported that prior to the nurse's call; he received 3 shocks from the ICD. The device was interrogated in the ed and evidence of conductor coil fracture with noise resulting in inappropriate shocks was observed. The ICD therapies were disabled. The patient was transferred to the ccu and is planned for right ventricular (rv) lead revision.